Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc checked the design change history in regard to the reported phenomenon. It was confirmed that the circuit board had change design on (B)(6) 2018. It was unclear whether this design change was related to the reported event. Omsc presumed that since the subject device was manufactured prior to the design change and the countermeasures to an op-amp circuit was not implemented, an op-amp failure occurred and the reported phenomenon occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on(B)(6) 2021, it was found that no image was displayed with 165/180 series scopes due to the circuit board failure. There was no report of patient injury associated with the event.